Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient overfilled an insulin cartridge during a change, observed the plunger extended beyond normal, inserted the cartridge into the ilet, and experienced subsequent hyperglycemia with a blood glucose high of 319 mg/dl for approximately two hours; the patient later removed the cartridge, replaced all supplies, and the ilet resumed normal operation. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no medical intervention, no backup therapy use, and no ketone testing or complications. Investigation included troubleshooting and education with the patient. Investigation of this case revealed user handling contributed to the event, with no device alerts or alarms and no evidence of cartridge leakage after replacement. It was concluded that the event was due to user-related overfill leading to inadequate insulin delivery rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.